Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 2.00mmx12mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured at nominal pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.